Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. The final fill volume was 275ccs. Post procedure, left deflation was observed. As a result, the patient had bilateral mastopexy without replacement on (B)(6) 2018.

Manufacturer narrative:
On 7/10/2018 mentor became aware that this is a duplicate of an asr submission from q2 2017 with a manufacturer¿s reference number of (B)(4). The investigation of the returned device was completed by the failure analysis lab on 7/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. Post procedure, left deflation was observed. The device was received with no fluid. White material was observed within the device, and white and brown material on the shell surface. During initial evaluation a rent was observed within an area of siltex cracking on the posterior aspect, measuring approximately 0.4 cm. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously omitted the event date from the supplemental report submitted on (B)(6) 2018. The event date is (B)(6) 2017 and has been populated in date of event. Manufacturer¿s reference number: (B)(4).